Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the device had an intermittent out of range signal. No additional event or patient information is available. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A voltage test was performed and failed indicating no voltage on the unit. Share data log was not available for review. The customer complaint of intermittent antenna icon was not confirmed. The root cause could not be determined post investigation.